Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99149. Supplemental rationale: corrected data: b5, h6, h11. 1 previously reported event was included in this follow-up record. Product return status: 1 device was evaluated based on historical data analysis. Evaluation findings (results/components). 1 device: fracture problem / tip. Product disposition: 1 device: product not received.

Event description:
No change

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 1 event for the failure: fracture. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product disposition is not yet determined. Additional information: 1 device was labeled for single-use. 1 device was not reprocessed or reused.